Event description:
It was reported that the patients midline incision had reopened. The patient was admitted to the hospital for debridement. The patient was given antibiotics and the patient was doing well postoperatively.